Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was confirmed that the customer received a minimum fill notification when attempting to load a new cartridge. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 283 mg/dl, which was addressed with a correction bolus. The customer loaded a new cartridge successfully and resumed insulin delivery.